Event description:
The forgotten stylet found within the blood vessel of the patient. The catheter was placed on (B)(6) 2010. Around (B)(6), the patient reported chest pain. It was found out by imaging, the un-removed stylet punctured the lung and pneumothorax occurred. The hospital concluded this incident is due to the un-removed stylet within the catheter. The stylet was removed on (B)(6) and the patient is recovering from the incident steadily.

Manufacturer narrative:
The complaint of a break and embolization of the stylet wire is confirmed and will be reported as user related. The flush through stylet wire that was returned contains evidence it was cut with a sharp instrument. Presumably, the wire and catheter were cut simultaneously; however, the rationale to do so is unknown. Documents in the complaint file reference retrieval of an embolized wire. This wire shows a near 90 degree blend proximal to the distal weld tip. The manufacturer does not recommend assembly of the catheter with the stylet wire inlayed in the tubing. The products IFU direct the user to remove the stylet wire prior to trimming the catheter to length to complete assembly. This appears to be a user technique issue. The products IFU gives written and illustrated directions for proper placement techniques a chr is not possible, as no manufacturing lot number information has been provided by the complainant.